Event description:
It was reported by the rep that the device was used during a total abdominal hysterectomy. It was reported the proximate md staples did not fully form. 10/14/98 no other device was pulled. Original device was used. There was no consequence to the pt.